Event description:
The customer reported the secondary probe waste cup broke and leaked approximately ten (10) milliliters of fluid outside the instrument involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face mask and cleaned the area with household bleach solution. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the instrument did not leak any blood fluid. The troth drained and was able to collect the waste and no visible spill or leak was observed. The fse replaced the probe wipe assembly and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. Results: probe wipe assembly. (B)(4).